Manufacturer narrative:
Device evaluation: the returned battery is an off the shelf dewalt battery. It is in good physical condition. The battery was recharged and reached a full charge in approximately one hour. During functional test, the battery gave a low battery message on the inflation unit. The returned device is not manufactured or distributed by boston scientific, therefore there are no manufacturing records to review. Battery charging issues can be due to the amount of discharge prior to recharge, charge rate and style, or battery has reached its useable life. No records exist at boston scientific that would indicate the age of the battery. The root cause cannot be determined because this product is not manufactured or distributed by boston scientific. (B)(4).

Event description:
Same case as: 2134265-2011-00580. It was reported that in preparation for a cryoplasty procedure the battery would not charge. Prior to a cryoplasty procedure the physician attempted to test the equipment and the rechargeable battery would not charge. The physician decided to reschedule the procedure as another rechargeable battery was not available. It is unknown if the issue was with the battery or the battery charger. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2011-00580. It was reported that in preparation for a cryoplasty procedure the battery would not charge. Prior to a cryoplasty procedure the physician attempted to test the equipment and the rechargeable battery would not charge. The physician decided to reschedule the procedure as another rechargeable battery was not available. It is unknown if the issue was with the battery or the battery charger. No complications were reported.